Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient fell approximately 8 weeks prior to (B)(6) 2015. The device was checked after the fall and the stimulation was working normally. The patient had increased back pain and hip pain since the fall and also had soreness at the implantable neurostimulator (ins) battery site. They tried turning the stimulation up on (B)(6) 2015 and found that they had to turn it up to 9.5v to feel something. An impedance check was performed on (B)(6) 2015 and electrodes 10, 12, and 15 showed impedances >10,000 ohms. The patient's programmer included a negative on electrode 12. They were reprogrammed to a negative on electrode 13 and they were getting effective stimulation. The cause of the impedances was unknown as the patient didn't experience a loss of effective stimulation until almost 8 weeks after the fall and there had been no other significant events in that time frame. No surgical intervention was planned or performed and the patient status was listed as "alive - no injury" at the time of the report. The patient was indicated for spinal pain.